Event description:
It was reported that, during an examination, the system stopped and displayed an error code on the monitor. However, the customer was able to restart the system and finish the examination. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processing computer. The system operates as intended.